Event description:
Boston scientific received information that this right ventricular lead has displayed gradually increasing shock impedance levels and increasing pacing thresholds over the past year and a half. Non-invasive programmed stimulation was performed to assess the lead when the issue was first noted, with normal shock impedance levels upon conversion. No additional issues were noted and the lead was monitored for over a year and half at under 120 ohms. However, recently a red alert was received indicating that shock impedance levels had now risen above 125 ohms. No additional action or intervention has been reported at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the high shock impedance levels continued for over a year on this right ventricular lead. Additionally, noise and oversensing were noted as well. Recently, a procedure was performed to surgically abandon this right ventricular lead and explant the pulse generator due to the ongoing issues. No additional adverse patient effects were reported.